Event description:
Patient called lfs in 2004 and alleged that his meter would not power on. The patient reported that the last time he tested on the meter was one day earlier at 7:00 a.m. The patient contacted his physician; treatment is unknown. The issue was not resolved with troubleshooting. Based on the information provided, there is evidence of meter malfunction; the tissue was not resolved. There is no evidence of the meter contributing to a serious injury, the patient phoned his physician, but treatment was not reported. The meter is being replaced for the patient.